Event description:
The patient reported that the pump clock was running fast. The patient reported the time was set to match the patient's clock. The pump was disconnected while the patient rebooted the pump and reprimed. The patient stated that the prime history indicated the correct time for the prime steps but the time on the pump clock was off by minutes.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
Follow-up #1 date of submission 04/18/2012 device evaluation: the pump has been returned and evaluated by product analysis on 03/21/2012 with the following findings: the pump was found to boot up to the verify screen with the appropriate alarms. The ezprime was performed with no issues noted. There were no alarms noted in the pump alarm history related to the complaint. Typical usage alarms and warnings were observed in the black box history. A manual time set was noted in the black box history on (B)(6) 2012. The pump was exercised for 120 hours and a time accuracy test was performed with no issues noted; the pump was found to be keep time accurately. The reported time issue was not duplicated during investigation. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.